Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support prompted the customer to load a new cartridge, and the caller was able to successfully resume insulin therapy, resolving the issue.